Manufacturer narrative:
The permanent cautery hook instrument has not been returned to isi for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post-failure analysis evaluation) or if additional information is received. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2016. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that 2 permanent cautery hook instruments were used during the surgical procedure. However, the specific lot of the instrument involved with the broken hook fragment is unknown at this time. Both permanent cautery hook instruments have not been used in any subsequent da vinci-assisted surgical procedure. In addition, at the time of the reported event, both instruments had one use remaining. This complaint is being reported due to the following conclusion: during the da vinci-assisted esophagectomy procedure, the hook of the permanent cautery hook instrument allegedly broke off and fell inside the patient. Due to the patient's health condition, the surgeon made the decision not to retrieve the instrument fragment. The instrument fragment was retained inside the patient.

Event description:
It was initially reported that during a da vinci-assisted esophagectomy procedure, the metal hook of the permanent cautery hook instrument broke off and fell inside the patient. An x-ray confirmed that the instrument hook had fallen inside the patient. However, due to the patient's bad condition, the decision was made by the surgeon not to perform a second operation to retrieve the instrument fragment. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: a nurse visually inspected the permanent cautery hook instrument prior to the start of the procedure but it is unknown if any issues were identified at the time. After installing the permanent cautery hook instrument, the surgical staff installed other unspecified instruments and then returned the endoscope to it's initial position. At that point, the surgical staff noticed that the hook of the permanent cautery hook instrument was missing. It is unknown if permanent cautery hook instrument collided with any other instrument when the event occurred. It is also unknown if the surgical staff had any difficulty installing the permanent cautery hook instrument through the cannula or if the instruments were installed with direct visualization. In relation to the patient's reported bad condition, the csr explained that the patient was under one-lung status for surgery. The csr stated that one of the patient's two lungs was collapsed during surgery and therefore, the surgeon decided to perform the surgical procedure quickly. One lung ventilation (olv) is a standard approach to facilitate surgical exposure for pulmonary and other thoracic surgeries. The da vinci-assisted esophagectomy procedure was reportedly completed. On (B)(6) 2016, the csr indicated that the patient was doing okay and the patient's family was notified of the reported issue. No further clinical information was provided.